Event description:
In (B)(6) 2018, a 29mm biocor valve was implanted in the mitral position. Six days post-implant, the patient presented with symptoms of severe dyspnea and tee revealed severe ms with mean gradient of 14mmhg and peak gradient of 20mmhg. On (B)(6) 2018, the physician elected to explant the valve and replace it with a 29mm masters valve (serial number: (B)(4)). Upon explant, the physician observed two of the cusps were fused together causing the ms and high gradient. The patient is reported to be stable.

Manufacturer narrative:
The reported event of cuspal fusion was confirmed. Two cusps were fused together with strands of an unknown tissue stretching between them. There was a focal area of fungal hyphae on the surface of the free-edge adjacent to the fusion. Brown material also determined to be fungal hyphae was noted to be received separately within the solution in the specimen jar, and focally on the surface of the sewing cuff and cuspal tissue. The fungal hyphae was interpreted by histopathology to be a contaminant. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Multiple bioburden and sterility test results from throughout the manufacturing of biocor valve 180292429 were reviewed and found to be within specified test limits, with no evidence that the fungal hyphae was related to the biological material used during construction of the valve. The cause of the cuspal fusion and fungal hyphae could not be conclusively determined.

Event description:
In (B)(6) 2018, a 29mm biocor valve was implanted in the mitral position. Six days post-implant, the patient presented with symptoms of severe dyspnea and tee revealed severe ms with mean gradient of 14mmhg and peak gradient of 20mmhg. On (B)(6) 2018, the physician elected to explant the valve and replace it with a 29mm masters valve (serial number: (B)(4)). Upon explant, the physician observed two of the cusps were fused together causing the ms and high gradient. The patient is reported to be stable.